Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. Date of follow-up report : (B)(6) 2015. One used lf1537 device were received for evaluation. The returned sample did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection noted that the device had been heavily used. The reported condition was confirmed. The investigation found that the latch could not open the jaws. The latch tines were broken so there was no compression force. The device was disassembled and the investigator found the latch tines were broken as if excessive force was placed on the latch. There was fluid build-up inside the instrument body. The investigation identified the root cause of the reported event to be attributed to rough handling and infrequent cleaning. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaw lock mechanism within the grasper broke in the middle of the surgery. The jaw lock became stuck while in action and couldn't be pulled back. The device was clamped on the tissue at the time of sealing activation. It was pulled off by excising the tissue using laparoscopic scissor. There was minuscule bleeding observed and was thereafter controlled using the bipolar mode on the diathermy platform. A blood transfusion wasn't needed. There was no unanticipated tissue loss. There was no patient injury.